Manufacturer narrative:
Ous MDR - the ICD had been implanted for a period of 56 months. The device first underwent a status interrogation, which confirmed the device could not be interrogated. The device was then opened. The battery proved to be partially discharged. The current uptake of the electronic module was unusually low. The electronic module was returned to the MFR for further analysis, which identified a defect of an integrated circuit as cause for the clinical observation. The mfg process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly. In summary, the clinical observation was caused by a damaged integrated circuit. Since the device functioned properly at the time of its shipment and over most of its implantation time, it cannot be ruled out that an external influence led to the damage to the implant.

Event description:
Our MDR - after an implantation time of about 56 months, it was reported that the implant could no longer be interrogated with the programmer. Therefore, it was explanted. No deterioration of the pt's state of health was reported.